Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. A leakage during the system checkout leakage test was detected and was solved by a cleaning of the membranes and connections of the patient cassette. The anesthesia system was successfully tested and cleared for clinical use. According to the logs for the time of the event, the set airway pressure alarm limit was set too tight or was set in conflict with the set pressure parameters (peep + pressure level above peep). The airway pressure alarm limit was set to 25 cmh2o, the peep level was set to 5 cmh2o and the pressure level above peep were set to close to and above 25 cmh2o on several occasions. This resulted in the activation of airway pressure alarms. This is a parameter settings related issue and not a system malfunction. A correction of field # d1 brand name, # d4 version and model #, d4 unique identifier (UDI) # and h4 manufacturer date was needed. D1 ¿ brand name - previous brand name: flow-c, corrected brand name: flow-c anesthesia system, d4 ¿ version or model # - previous version or model #: flow-c, corrected version or model #: 6887700, d4 unique identifier (UDI) # was updated to (B)(4). And h4 manufacturer date: corrected to 19/03/15.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system stopped working. Alarms for airway pressure high were generated. There was no patient harm. Manufacturer's reference number: (B)(4).